Event description:
Complaint (B)(4) was received on (B)(6) 2011 from the (B)(6) hospital in (B)(6), notifying of a discrepancy between the power value shown on the outer label of one superflex aspheric 920h intraocular lens and that detailed on the order form and delivery note. The customer had requested a +21.0d but the carton label showed the power as +2.0d.

Manufacturer narrative:
Note that this product is not distributed in the us, therefore no product is being recalled from the us. However, rayner is reporting this issue since the processes of labelling used for this device are the same as those for the product which is available in the us (c-flextm injectable lens approved by FDA 05/03/2007). A meeting of the recall committee was called on (B)(4) 2011. Stock records were reviewed, showing the (B)(4) lenses had been despatched to (B)(6) hospitals on (B)(4) 2011. The remaining lenses from the batch were still held by rayner. It could not be ruled out that the labelling discrepancy did not affect the despatched lenses. The following actions have been notified to (B)(6) hospital customers: search all stocks for product matching the batch identified. Return any stocks to rayner by the fastest means possible. Advise rayner of lenses from the recall batch that have been implanted. Advise rayner of the action taken. Product returned from the field was evaluated and it was confirmed that one lens had been mislabelled, whilst two lenses held in stock at rayner were identified as being mislabelled. These lenses have been isolated. No mislabeled lenses were implanted. Relevant operatives in the final pack area have been retrained. Since these devices were manufactured, increased batch controls of labelling have been introduced. (B)(4).